Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one year following a cataract extraction with intraocular lens (iol) implant procedure, the patient complained that light glare is too severe and poor vision at near-distance from six months after the surgery. The ophthalmologist expected that it takes up to some time for the patient's vision to stabilize after surgery but the patient had difficulty to adjust the vison and decided to get the exchange surgery a year after cataract surgery. Additional information has been requested.